Event description:
Customer reportedly noted pt temperature did not match temperature display on sensor. There was no reported pt injury. Ohmeda medical.s investigation into the reported occurrence is still ongoing.